Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The inner lower panel was removed and the collimator was observed during several rehome cycles with no issues observed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the "initializing collimator error" was observed after starting up the imaging system. The site restarted the system, which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.